Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump was received with cracked lcd window at bottom left and right corners, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
Customer called in to report the insulin pump alarmed for button error. Blood glucose reading was 147 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.